Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high out of range shock impedance measurements. Subsequently the physician brought the patient in for induction testing. When programmed distal coil to can the shock impedance was within range at 60 ohms and successfully converted the patient at 17 joules. The presumed cause of this issue is thought to be a problem with the proximal coil on the rv lead. The physician came to this conclusion because the measurements were normal when the proximal coil was programmed out of the system. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.